Event description:
Report rec'd of an overdelivery. At 1630 the pump was programmed to deliver 25mg of bumex in 100ml at a rate of 4ml/hr. At 1930, the nurse was called into the pt's room because the pump was alarming and they noted that the bag was empty. The pump was powered off, the pt was disconnected from the device and the physician was notified. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.